Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred between 11:59am and 12:07pm on (B)(6) 2019 during manual replacement of the reagent in bottle 5 (ethanol). This was determined based on information documented by the fss that the complainant "claims this bottle was not changed by her staff. The change was not recoded on their daily maintenance log"; and this reagent was used for the final dehydration step of the three (3) protocols executed between (B)(6) 2019, from which sub-optimal tissue processing was identified. Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 7 minutes and 28 seconds at 11:59am on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties were reset at 12:07pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100%. The properties of the reagent bottle in 5 prior to this user action were: ethanol concentration=74.9%, cycle=31, cassettes =2206 and days=12. Although a user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 12:07pm on (B)(6) 2019, the fss documented information provided by the complainant that the reagent had not been replaced by the laboratory staff and the change had not been recorded in the laboratory daily maintenance log. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol), which the complainant claimed had not been replaced and would have remained at a concentration of 74.9%) was used for the final dehydration step of the following three (3) protocols: the "2 hour" protocol comprising 14 cassettes, which started in retort b at 15:19pm and completed at 18:08pm on (B)(6) 2019; the "factory 8hr xylene standard" protocol comprising 143 cassettes, which started in retort b at 19:27pm on (B)(6) 2019 and completed at 04:30am on (B)(6) 2019; and the "the "factory 8hr xylene standard" protocol comprising 26 cassettes, which started in retort a at 19:45pm on (B)(6) 2019 and completed at 05:34am on (B)(6) 2019. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from each of these protocols would have been adversely impacted. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing identified.

Event description:
On (B)(6) 2019, leica biosystems received a complaint regarding "underprocessed tissue" from both a protocol comprising 26 "tissues" executed in retort a and a protocol comprising 143 "tissues" executed in retort b. The complainant advised that only event code "6004", which indicates reset of the properties of a reagent station, had been recorded in the instrument logs. On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory in association with this event. The fss documented that the reagent in bottle 5 (ethanol at a concentration of 74.9%) had been replaced at 12:07pm on (B)(6) 2019 as the instrument logs show that the station properties had been reset; "customer claims this bottle was not changed by her staff. The change was not recoded on their daily maintenance log"; the reagent in bottle 5 had been used for the final dehydration step in the affected processing runs; the contents of bottles 5 and 6 (ethanol) had been replaced prior to the fss arriving on-site; the quality of tissue processing from a two (2) hour protocol comprising 14 cassettes, which completed at 18:08pm on (B)(6) 2019 was also noted to be "dry" at microtomy and the affected tissue samples had been re-processed using an alternative brand of tissue processor. The fss requested information as to the final status of the tissue samples involved in this event and/or the patient outcome on (B)(6) 2019 during the site visit; on 12 june 2019 by phone and on 13 june 2019 by email. As of (B)(6) 2019, information as to the final status of the cases from which sub-optimal tissue processing was identified has not been provided; and no adverse impact to a patient(s) has been reported to the manufacturer.